Event description:
It was reported that the customer was having problems with the sensors. It was stated that he was getting sensor error alarms. It was also stated that the customer experienced a hypoglycemic event that required medical assistance. The caller stated that she found the customer unconscious, and the sensor reading was 85 mg/dl. However, when she did a fingerstick reading it was 25 mg/dl. Advised the caller that the sensors would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledgeplease see also MFR report numbers 2032227-2013-00662 and 3004209178-2013-90851.